Event description:
It was reported that the lead exhibited high impedances. Further investigation revealed that the lead was broken in half approximately five inches from the device header. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.